Event description:
Removal of dental implant. Poor stability, spinning with 10mm implant. Removed and replaced immediately with 13mm implant. Bone quality at time of implant failure was type iii/type IV. Pt's medial history includes: bisphosphonate history. Date of implant: (B)(6) 2013. Date implant removed: (B)(6) 2013.

Manufacturer narrative:
This reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors, lack of osseointegration, and/or post-operative complications. The loss of integration or non-integration of endosseous dental implant is a known inherent risk of the procedure.